Event description:
This patient is a participant in prodisc-c ide, and experienced this event post approval. Patient with a history of neck/arm pain for greater than one year was previously treated conservatively with medication (narcotics, non-narcotic and muscle relaxants), injections, physical therapy, chiropractic care exercise and massage. Patient underwent placement of prodisc-c at c6-c7. Patient was evaluated at 6 weeks, 3 months, 6 months and 12 months. Patient began experiencing radiculopathy concordant with her c6-c7 level. Radiographic imaging noted the patient had become hyper-reflexive at c6-c7. Patient was returned to the or for removal of prodisc-c and revision to fusion.

Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Subject device was part of an ide. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Pd has determined that this event is consistent with prodisc-c post market experience, and no investigation of this event is necessary based on comparison with approved device trends. Post prodisc-c ide study, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing prodisc-c total disc replacement surgery.